Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
(B)(4). The dentist reported that, one day after the dental implant was installed in intraoral region #10, its removal was performed because the implant was presenting mobility. The implant was installed in intraoral region #10 with 15 ncm of primary stability torque. The patient presented insufficient bone quality/ quantity (bone type iii).